Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "as the insert is locked outside the body, the insert still rocks/rotates."